Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken eyepiece could not be determined. The eyepiece's detachment may have been caused by the use of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the telescope to olympus repair center for evaluation of a reported blurry image that was found during preparation for use for a therapeutic, urinary electrocision procedure. The procedure was completed with a similar device. During the evaluation, a detached eyepiece was found. No patient injury or harm has been reported. This report is being submitted to capture the detached eyepiece defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a blurry image . Furthermore, as stated in section b5, device evaluation found the eyepiece was detached ( broken components at the outer area of device) , mechanical damage. In addition, the following additional issues were identified during inspection: the light guide bundles were yellowish, the light guide bundles were damaged, the s/n ring was missing, the label of the eyepiece was worn, the distal end was burnt and worn, and the device was noted to be repaired by a third party before . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.